Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device emitted beeping tones. Furthermore, the device emitted a battery depletion code during interrogation. Boston scientific technical services (ts) discussed that device is not yet at elective replacement indicator (eri) and has 90-day replacement window. Ts assisted in beeper reset. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device emitted beeping tones. Furthermore, the device emitted a battery depletion code during interrogation. Boston scientific technical services (ts) discussed that device is not yet at elective replacement indicator (eri) and has 90-day replacement window. Ts assisted in beeper reset. The device remains in service. No adverse patient effects were reported. Additional information indicated that the battery of this sicd was depleting early and could not be interrogated. Furthermore, this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field e3: occupation.